Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed extra cardiac stimulation, poor sensing, high capture thresholds and dislodgement verified via x-rayon the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, sensing issue, inadequate capture, and extra cardiac stimulation. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.